Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon experienced issues with an axiem shunt. The surgeons were placing a shunt and the instruments unexpectedly began flickering from green, to red, to green status. At the same time, the emitter line under details, was flickering in the same manner. Initially, when the status was green, the system showed them accurately in the ventricles. When it flickered to red and back to green, the system showed them approximately 1cm from where they were previously, it would then return to where they actually were. The surgeons placed the shunt accurately and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. Software functioning as designed, no issues. Replacement external axiem power cable shipped to site 2014. Medtronic investigation of returned suspect external axiem power cable finds that, as reported, the cable jacket had been pulled at the lemo connector exposing the inner shield wire. The shield wire was damaged but still maintaining contact. Otherwise, the cable passed a continuity test with no opens or shorts detected. Physical damage, cable-cut, directly caused event.

Manufacturer narrative:
A medtronic representative reported that one of the neurosurgery rooms had or lights that caused the interference. The site was trained to move or shut off the lights if there was an issue. They found that if the light was directed at the space between the emitter and the tracker the tracking issue would occur. The other room had older lights that had no effect on tracking.